Manufacturer narrative:
The subject otv-s7h-1d-l08e has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7h-1d-l08e to identify the root cause of this failure phenomenon when omsc receives it. The otv-s7h-1d-l08e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject otv-s7h-1d-l08e and evis exera ii xenon light source clv-180 were used for a therapeutic procedure for a bladder tamponade. During the procedure, an unspecified lightness failure on the endoscopic image occurred. The user replaced the subject otv-s7h-1d-l08e with an unspecified camera head, and completed the procedure. The procedure was prolonged approximately 5 to 10 minutes due to this device replacement. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7h-1d-l08e, because the user did not returned subject otv-s7h-1d-l08e to omsc. It was thought that the facility continued to use the subject otv-s7h-1d-l08e after the event occurred, and there was no report of abnormality regarding the subject otv-s7h-1d-l08e. Omsc checked the device history record of the subject otv-s7h-1d-l08e, and there was no irregularity found. The root cause of this event could not be conclusively determined, because the subject otv-s7h-1d-l08e could not be investigated. However, based on the information omsc obtained so far, the followings are supposed to be the cause of the reported phenomenon which an unspecified lightness failure on the endoscopic image in theory. Temporary bad connection between the subject otv-s7h-1d-l08e and evis exera ii xenon light source clv-180, a light guide cable, or a rigid scope. Temporary malfunction with the subject otv-s7h-1d-l08e regarding lightness. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".